Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).